Event description:
Clinic notes were received which revealed that the generator was nearing end of service and high impedance was detected. It was reported that the patient was doing much better, and no adverse events were noted. In the notes dated (B)(6) 2011, it was reported that the patient had a decreased amount of seizures during the day. The physician is referring the patient for generator and lead replacement due to generator end of service (eri=yes) and high impedance. No patient adverse side effects were observed that may be attributed to the generator nearing end of service and increasing impedance. Systems diagnostics did reveal high impedance. No patient manipulation or trauma is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.